Event description:
It was reported the venous luer hub was found cracked during hemodialysis. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned a connector assembly for evaluation. Signs-of-use in the form of biological material were observed on the inside of both extension lines. Visual analysis revealed the venous (blue) luer hub was cracked and contained scratches. Pieces of the hub was also broken off. The damage appeared consistent with repeated tightening on the luer. Functional inspection was performed to recreate the product's intended use. The instructions for use (IFU) provided with this kit states "properly flush (heparinization) using a positive pressure flushing technique to help prevent occlusion." The connector assembly was functionally tested by injecting both lumens using a water-filled lab inventory syringe and closing the extension lines clamps. When the venous line was pressurized, no leaks were observed at the crack in the hub since the syringe tip extended further than the cracked portion of the hub. No leaks were observed on the arterial line. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The venous luer hub contained a crack and multiple scratches. Pieces of the hub was also broken off. The appearance of the crack was consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the venous luer hub was found cracked during hemodialysis. No patient harm was reported. The patient's condition is reported as fine.